Event description:
The manufacturer was contacted in reference to a customer requesting information on returning a device due to a patient passing. The cause of death is not known. There is no allegation of device malfunction. No other information is available at this time. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a customer requesting information on returning a device due to a patient passing. The cause of death is not known. There is no allegation of device malfunction. No other information is available at this time. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.